Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved their issue by changing the infusion set and cartridge, then resuming insulin. Reportedly, the customer sometime uses pump supplies for over 72 hours with mobi pump, this is considered off label use.